Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a balloon in the pumping segment. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the pumping segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was observed that the silicone segment tubing had a balloon, discoloration, and was weakened 3 inches below the upper fitment. Clear liquid was observed inside the set¿s tubing and drip chamber. No other anomalies were observed on the set. Functional testing was performed and the set flowed freely and ran with no issues observed. Pressure testing resulted in no bulging/ballooning in either case when the device door was opened. The root cause of the customer¿s report of a balloon in the pumping segment was not identified.

Event description:
Infusions at the time of the event included 100 ml of lr, succinylcholine, propofol, lidocaine 2%, rocuronium, indocyanine green dye 2.5mg, phenylephrine, fentanyl, glycopyrrolate, and neostigmine. It is unknown which medication was being infused through the ballooned tubing.